Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump kept alarming no delivery when attempting to fill the tubing. Customer stated blood glucose was going high and the device did not alarm "low reservoir" despite the fact that the insulin was lower then the limit set on the device for the low warning alert. Customer attempted to fill the tubing and device went back to rewind prompt. Customer called back stating that he was attempting to set up a bolus and the numbers starting ramping on their own. Customer's blood glucose was 9.6mmol/l. Then later it worked fine when blood glucose was at 11.6mmol/l. Customer did not feel comfortable with the device and requested to be exchanged. No further information reported.